Event description:
This ra lead was implanted on (B)(6) 1996 and remains implanted at this time. A call placed to technical services on 08/07/2018 reported that atrial automatic threshold detected as greater than programmed amplitude or suspended. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).